Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the monitor exhibited a blackout and had no image. It is unknown when the issue occurred. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed the device was manufactured and shipped in accordance with the manufacturing specifications. Based on the information provided for the investigation, the reported event was confirmed. The probable cause was most likely attributed to the failure of the circuit board. Based on the investigation results, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.